Event description:
The customer reported that the system experienced multiple errors, including a 'stator not on' error. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib coin battery was evaluated and replaced. The ffb and gib pcb assemblies were also removed and reseated during the service event. The system was tested and found to be working as intended and returned to service.